Event description:
It was reported that the programmer's radiofrequency programmer head port was broken and that the programmer would not interrogate nor identify implantable heart devices. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the rf head port on the link electronic module (lem) circuit board was broken causing the rf head not to function with the programmer. The lem board was replaced and calibrated to repair the issue. (B)(4).